Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's reported issue and the reportable malfunction were both confirmed. The following non-reportable malfunctions were found during device evaluation: due to deformation of scope connector and cover, water tightness is lost, due to a scratch on distal end, water tightness is lost, due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, adhesive on bending section is detached, adhesive on bending section has a chip and a crack, switch button 1 has a cut, elevator channel plug is loose, the following have a scratch: connecting tube, objective lens, switch button 2, protector of universal cord on control section side, and acoustic lens. Acoustic lens is damaged. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
An olympus representative reported the evis lucera ultrasound gastrovideoscope had loosening of the water supply cap during annual inspection. During inspection and evaluation, tip fixation screw adhesive detachment was discovered; there is insufficient adhesive in screw holes of distal end. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed tip fixing screw peeling adhesive could not be determined. Olympus will continue to monitor field performance for this device.